Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist stated that the adjustment and quality control recoveries were within range. The instrument files from the immulite 2000 xpi instrument were provided for investigation. A siemens headquarter support center (hsc) specialist reviewed the instrument files and stated that there were no mechanical issues that occurred on the instrument at the time of processing leading to the discordant thyroid stimulating hormone (third generation tsh) result. There were no indications of reagent level sense issues at the time of processing leading to the discordant thyroid stimulating hormone (third generation tsh) result. There could be a potential for a sample level sense issue. The difference in the encoder value was approximately 2400. The discordant thyroid stimulating hormone (third generation tsh) result may have been due to sample integrity issues, which can be caused by bubbles in the sample. The cause of the discordant thyroid stimulating hormone (third generation tsh) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed thyroid stimulating hormone (third generation tsh) result was obtained on an immulite 2000 xpi instrument. The initial result was not in alignment with the clinical history of the patient and was not reported to the physician(s). The same sample was repeated on the same instrument resulting higher. The sample was repeated again on the same instrument, also resulting higher . One of the higher results were reported to the physician(s). There are no known reports of patient intervention due to the discordant thyroid stimulating hormone (third generation tsh) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant thyroid stimulating hormone (third generation tsh) result.